Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
On 12/13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 12/15/2016 software analysis was unable to determine probable cause with the information provided.

Event description:
A medtronic representative reported that a site's navigation system had cycled during preparation for a procedure. The camera beeped and displayed the message: localizer not connected for approximately 30 seconds then came back on. No further details regarding the behavior, or specifically when it occurred, were provided. In trouble-shooting, there were no errors with polaris spectra system control unit (scu) or positioning sensor unit (psu). Navigation system is currently functional. There was no patient present when this issue was identified.